Event description:
It is reported that the films of reflux valve were stuck together.

Manufacturer narrative:
Based on the information this is deemed a reportable malfunction. This complaint has been received and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 3" (may result in temporary injury, requiring medical intervention; possible temporary impairment or damage.) No reports of a pt being harmed as a result of this malfunction. No additional event/pt details have been provided to date. Return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.